Event description:
A malfunction alarm labeled "malf 16" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team arranged for a replacement pump. Additionally, since no backup therapy was available, the customer planned to contact their healthcare provider for further guidance.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.